Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported when connecting the tubing, several times the connector cracked causing a loss of feeding solution.

Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Twenty-nine (29) representative samples of part number 777401 - epump enplus spike set, lot 18g097fhx unused and unopened were returned to the manufacturing facility and these samples are from the same lot as the complaint sample. All 29 samples were visually inspected but the reported condition was not found. Fifteen samples were leak tested as per the specifications for the occlusion and leakage test of kangaroo sets. No leaking or cracking was observed at the enfit female connector or any other part of the feeding set. Flow rate testing was performed on the remaining 14 samples as per specifications of the flow rate test of kangaroo pump sets & ultrasonic strength testing of the joey sets. All 14 samples passed. The customer compliant could not been confirmed for this complaint based on the returned samples as all samples passed all testing performed. A risk assessment was deemed not required as investigation did not confirm the reported issue was related to a cardinal healthcare product. Further monitoring will be performed via trending in the scope of post market surveillance.